Event description:
It was reported that the bd intima-ii¿ closed IV catheter system isolation plug fell off causing leakage. The following information was provided by the initial reporter: verbatim: in the department of radiology, when a nurse puts an indwelling needle on a patient for contrast examination, the isolation plug of the indwelling needle falls off, causing blood and contrast agent to flow out of the body. The injection speed is 5ml/s. The patient believed that excessive bleeding would affect his health and asked the hospital for compensation. Received an update from the sales representative, and the description of the incident was updated as follows: the problem part of the complaint sample is septum. The sample was intact and undamaged before use, without multiple punctures. The pump was used to infuse the liquid at a speed of 5ml/s and the pressure within 300psi.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07jul2023. Investigation summary: in response to the event reported a device history review was conducted for lot number 3108234. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted by your facility. Based on their evaluation and your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system isolation plug fell off causing leakage. The following information was provided by the initial reporter: verbatim: in the department of radiology, when a nurse puts an indwelling needle on a patient for contrast examination, the isolation plug of the indwelling needle falls off, causing blood and contrast agent to flow out of the body. The injection speed is 5ml/s. The patient believed that excessive bleeding would affect his health and asked the hospital for compensation. Received an update from the sales representative, and the description of the incident was updated as follows: the problem part of the complaint sample is septum. The sample was intact and undamaged before use, without multiple punctures. The pump was used to infuse the liquid at a speed of 5ml/s and the pressure within 300psi.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.